Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a leak after 6 days in the anastomosis. It was noted that after firing in a laparoscopic sigma resection, the anastomosis was checked, and there were no bubbles, no tension on the tissue, and all were ok. They tried to take over the insufficiency, they did not succeed. After that they did a hartmann. The event lead to extend 5 days patient hospitalization. Reverse operation will take place in about 3 months.